Event description:
This ra lead was implanted on (B)(6) 2016, and remains implanted as of this time. A call was placed in technical services on (B)(6) 2017, stating that this lead noticed minute ventillation chop. The physician was dr. (B)(6), at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).